Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number 7138606. 20 similar cases were found for aa6112 for bursts balloon since the ce marking. The product reference aa61121002 lot number 7138606 as made with the intermediate product aa611280 lot number 6851770. No sample is available from the customer and we cannot go further than the documentary investigation which didn't reveal any anomaly recorded during production. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. In parallel, a specific trend is monitored regarding the silicone balloon issue.

Event description:
According to the available information, the balloon burst upon inflation when attempting to insert catheter. It was reported that hospital policy and catheter instructions were followed.